Event description:
It was reported that a patient started a device trial two days prior to the report and switched sides of the trial the day of the report. The patient found that since 9 am she hadn¿t urinated at all, and the information was reported around 6 pm. The light on the external neurostimulator (ens) was on and the patient was feeling stimulation. The patient didn¿t like the feeling of stimulation, so she was keeping it low. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).